Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ambicor penile prosthesis (app) was implanted. Additional information was reported that the patient presented to the physician with inflation issues. Additional information was reported that the explanted component was a competitors product.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ambicor penile prosthesis (app) was implanted. Additional information was reported that the patient presented to the physician with inflation issues.